Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis of the lead found the distal end electrode foreign material. Abnormal impedances were observed prior to decontamination. After testing, the lead was inadvertently bleached and decontaminated. After decontamination, an impedance test was performed again and normal impedances were observed on all electrode pairs. As a result the root cause was not determined. This could be potentially caused by foreign material present on the proximal and/or distal end contacts, resulting in a poor connection and higher than normal impedances.

Event description:
It was reported that during the procedure there was high lead impedance. High impedance on contact 1 was 34,427. The device was not implanted. No diagnostic testing or troubleshooting was done. The issue was resolved and the cause was not determined.